Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels and carbohydrates were consumed to address the bg. The customer did not know the cause of the low bg and thought it might be due to stress, exercise and over-estimating carbohydrates for boluses. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg events with a healthcare provider.